Manufacturer narrative:
Correction: section h6 : one of the, type of investigation code was inadvertly left out in the initial report, which has been added to this report.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. The patient underwent surgical intervention wherein the ipg was explanted and replaced, restoring therapy.